Manufacturer narrative:
Additional concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle pacing lead exhibited rising, high, and unstable threshold measurements; a complete loss of capture was noted. In addition, the implantable pulse generator (ipg) experienced accelerated depletion. Reprogramming was performed, and the lead and device were removed and replaced. The patient is a participant in the imaging study of lead implant for his bundle pacing (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.